Event description:
It was reported that this pacemaker was unable to be evaluated at a remote monitoring facility. Technical services (ts) analyzed device remote data and determined that it had reached its elective replacement indicator (eri) with less than three months of battery estimated remaining and showed that it was suspected of exhibiting premature battery depletion (pbd). Ts recommended device replacement. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for full analysis.